Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the severly calcified, mildly tortuous distal left circumflex (lcx) artery. The lesion was predilated with a 2.5x15mm maverick balloon, inflated to 8 atms for 30 seconds. The 3.50x20mm taxus express2 drug eluting stent dislodged from balloon and was recovered into the guide. The stent was inserted and removed 3 times prior to this occurance, due to difficulty crossing the lesion. The procedure was completed with a 3.5x15 vision stent. No patient complications were reported. Patient status reported as "discharged".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.